Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked lcd window, cracked battery tube threads, missing retainer ring, missing reservoir tube o-ring, broken reservoir tube lip and minor scratched lcd window.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring came loose from the customer's reservoir compartment along. The o-rings were also missing. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.